Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturing representative (rep). When asked to clarify the statement, they didn't expect it to be as far across and raised on their left hip, they reported that patient was extremely skinny with a very low bmi. Placement was determined by doctor (md) to an area providing the most amount of tissue to reduce risk of infection or erosion. It was unknown of the cause of the raised implant determined but there was no signs of infection or erosion at last visit. The issue was resolved and patient was doing well. Patient was sent for xrays upon the reported symptoms but date was currently unknown to them. Xray results were normal showing no movement or damage to device. Office staff also performed an impedance check which was normal. No negative impact seen due to fall based on xray, impedance and patient relief. The information was received from office staff of physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The rep stated that they were unaware of the incident but they will follow up with the implanting office to try and obtain details.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were so concerned when they had the fall because they were so worried that they had dislodged it and it was such a fragile period within a couple weeks of it being implanted. However, they confirmed the electrodes were where they needed to be. Patient stated they were doing well now and they use an adhesive closure over the electrode site and over the lead site. Patient added the implant site still feels a little swollen and less tender than it was and they didn't expect it to be as far across and raised on their left hip. Reviewed therapy and device information. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient will follow-up with them in about 2 months. (B)(6) 2026 (B)(6) (hcp): no new information.